Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: according to the description of event the filter was not in the desired position when pre-released. When the physician would re-sheath the filter to re-position the system, the filter was disconnected from the grasping hook without the physician pushing the release button. Investigation of the used product showed that the grasping hook and the red safety button worked fine. The grasping hook was visually compared with a test device and no failure to the grasping hook on the used product was found. A test filter was loaded and released from the grasping hook and the system worked as intended. Initials actions have previously been initiated to eliminate this type of event (filter pre-deployed from introducer). This product is manufactured prior to this action. It is possible, that if the release knob got a shock during transportation the filter has loosened, but not disconnected immediately. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement. The device was inserted from right internal jugular vein, and the filter was deployed. Since the filter was not in the desired position, the physician was going to advance the sheath over the filter to reposition the system, but then, filter was released although the physician did not push the metal knob. As a result, the filter was placed in undesired position (bifurcation area). Gtrs-200-rb was inserted from right jugular vein to catch the filter, and the filter was moved to below renal and placed. Patient outcome: there has been no adverse effects to the patient.